Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy mitek has been informed that the lot number is not available. Awaiting device return.

Event description:
The sales rep reported that during a rcr procedure that the tip of the customer's healix transtend drill bit, 2.2mm, broke off inside the patient's joint space. The surgeon removed the piece leaving no broken pieces inside the patient. No x-rays were needed. The surgeon completed the procedure with another like device with no patient consequences. There was a ten minute delay in the procedure reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.